Manufacturer narrative:
The insulin pump was monitored for 24 hours. No failed battery test alarm noted. All operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected numbers scrolling during testing. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling and the buttons were unresponsive. It was also found a battery out limit alarm occurred after the customer attempted to enter their carbohydrate intake. Customer's blood glucose was 111 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.